Event description:
It was reported that the device went to elective replacement indicator during atrial threshold testing. Prior to testing, the voltage was 4v with battery impedance of 5.3k. The clinician was unable to reset the device. The patient has refused device change out. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.